Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Patient reported being treated for cancer, but did not specify specific treatments. The following sections were corrected: b1, b2, h1, h6. The adverse event/product problem was initially reported as an product only, but is now corrected to both to include adverse event. Other is now selected as the outcome of adverse. The type of reportable event was initially reported as product problem. The correct type of reportable event is serious injury. The health impact grid was initially coded for c50675 (no health consequences or impact). The correct code is c172031 (serious injury/illness/impairment).

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Patient reported being treated for cancer, but did not specify specific treatments.

Manufacturer narrative:
Additional information was received on 12/05/2023, and section h10 should be reported as: the manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Patient reported being treated for cancer but did not specify specific treatments. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation and tracking ID has been recorded but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.